Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer stated that he gave himself extra units and was at 55 mg/dl. The customer treated for the low readings and was at 106 mg/dl. The customer stated that when he woke up, he was at 270 mg/dl and he gave himself insulin and was at 300 mg/dl then 400 mg/dl. The customer stated that he removed the tubing and saw that insulin was dripping. The customer did not sustain any serious injury or was not hospitalized.